Event description:
The physician claims that the graft was implanted for a thoraco-abdominal aortic aneurysm (taaa) in the aorta abdominals. Approximately two weeks following the procedure, the patient developed a fever (maximum of 39.2 c. With no increase in the white blood cell count. The following medications were administered: for 3 days, pentocillin, for 2 days, meropen 1g., for 2 days, peniron. CT in october confirmed no graft infection. The patient's condition is reported as good. The graft appears, at this time, to have been left in.

Manufacturer narrative:
Following our investigation, since no sample is being returned for our investigation and since the source of the reaction is unk and appears, at this time, to be undeterminable, our conclusion to the most probable root cause of the incident is unk. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.